Event description:
It was reported during an atrial fibrillation ablation procedure, the physician noticed saline leaking from the handle of the ablation catheter. The physician replaced the catheter and the procedure continued with no consequences to the pt.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).